Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states both side frames have a broken flat plate that is broken near the rear axle. He states it's the place where the pivot link attached. The dealer discovered it while he was looking at the chair and the end user just said he felt wobbly.